Event description:
The customer reported that she went to the emergency room with a high blood glucose reading of 367 mg/dl. The customer stated that she had been experiencing high blood glucose levels for the past 12 hours prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. During the rewind, the customer noticed that insulin had leaked into the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.